Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor. Physician communication (october, 2009).

Event description:
During the implant procedure, it was noticed that the titanium and silicon parts of the titan anchor were disconnected. The health care professional tried to fix them with stitches. A radio scan control was performed and showed that nothing was moved. The titan anchor remained implanted and in use without any problem. The pt was not injured and was okay. A f/u report will be sent if add'l info becomes available.